Event description:
The customer reported that they had problems with pacing. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that they had problems with pacing. There was no report of patient impact or involvement. A philips field service engineer assisted the customer with questions related to pacing functionality. The available information does not support that a malfunction occurred. This was a user misunderstanding related to pacing functionality.